Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, there was resistance while advancing the sheath beneath the skin-level. After removing the dilator from the sheath, a strong bleeding form the sheath was visible. 13 f sheath was cracked open at the proximal portion (close to the hemostatic valve). The dilator was re-inserted to stop the bleeding, and the sheath was replaced by a new sheath. No further issues with the new sheath or procedure.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The product was returned, and the issue was confirmed. The returned introducer was visually inspected and a scoreline split was observed near the hub. Per the results of the clinical review and investigation, the root cause was determined to be most likely an introducer sheath split along the scorelines this report is being filed as part of a retrospective review of historical records.